Event description:
Boston scientific received information that this patient developed an infection at the pocket site soon after the implant procedure. The patient was hospitalized and treated with intravenous antibiotics. The system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.